Event description:
Boston scientific received information that the patient implanted with this pacemaker was on a machine without heart rate monitoring equipment, however, the paced rate increased to the maximum sensor rate with left arm use during exertion. If the patient kept their arm stationary the rate stayed within a normal range. No adverse patient effects were reported.

Manufacturer narrative:
The device was going to be adjusted to account for exertion with arm movements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.